Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated results were within range on the day of event. The ccc specialist instructed the customer to flush the sample port and vent port with bleach and hot water. The customer replaced the integrated multi-sensor technology (imt) sensor. A siemens headquarter support center (hsc) reviewed the instrument data and discovered that there was no evidence of an instrument problem as the qc were within range. The precision study ran by the operator indicated good precision with sodium recovery within expected range. The fluid verify measurement for the sample was low with a corresponding negative fluid delta, indicating poor sample quality. The difference between the initial and repeat recovery for sodium and chloride is higher than expected, indicating the imt dilution for the initial run of sample was impacted by the presence of gel, fibrin, and/or cellular material. Hsc concluded that the cause of this event was due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.